Event description:
Shortness of breath, cough; I have informed my cardiologist about shortness of breath over 3 years now thinking it may be heart related as I had stints in my heart in past, but EKG showed not the case. In 2018 is when I first noticed black spots on the filter of my mask. The black spots continued to appear and I was told to wash and change the filter for the machine. I washed and cleaned it every week, and replaced it several times. Last fall when I got to see the nurse practitioner for my doctor she said unless I used an ozone type cleaner I didn't have to worry about the machine even though it was on the recall list. I went through another sleep study and my results were way worse than last and a new machine was ordered for me. I was told to keep using old machine till new one arrived, and started using the new machine in december. I showed the old mask to the nurse practitioner yesterday and she said it was the first time she had seen one like this and to keep not only filter, but also machine as evidence. My cough started last year and I tried to blame it on allergies but it is coming from my lungs, not nose. FDA safety report ID # (B)(4).